Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated accutni result above the acute myocardial infraction (ami) cutoff for one patient generated by the access 2 immunoassay analyzer. The result was reported out of the laboratory. The doctor questioned the elevated result above the ami cutoff as that result did not fit the clinical picture for the patient. The sample was repeated on the same unit and an alternate unit and lower results within the normal reference range were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Patient samples are collected in serum sample gel separator tubes. The patient tests were ran using samples from the primary tube placed into a sample cup of unspecified size. Per the customer supplied information, the lab technician reported the patient sample was a short draw. Qc is performing within the customer's established ranges. System check data supplied by the customer from (B)(6) 2011 and (B)(6) 2011 both passed within instrument specifications. On (B)(4) 2011 a bci field service engineer (fse) visited the customer. No information has been provided by the fse in regards to the field service visit. Although the customer acknowledged there may have been some a pre-analytical sample issues connected to the elevated result, a definitive root cause for this event has not been determined to date.